Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The day prior to the report, something ¿weird happened¿ and the patient went from have a ¿pulse¿ to a short period of no pulse, then to a very strong elevated pulse and then it disappeared and never came back. The patient was not feeling any pulse at the time of the report. It was later clarified that ¿pulse¿ meant stimulation sensation. On the day of the report, the patient tried using the recharger to charge the implantable neurostimulator (ins), but the recharger was showing the reposition antenna screen and was not communicating with the ins. The patient last recharged 4 or 5 times prior to the report, but it was not to full. The patient programmer showed poor communication. The patient was getting ¿strange¿ alerts that she was not familiar with and was not charging. The patient had an appointment with a manufacturing representative on (B)(6) 2015 and it was determined that the patient¿s device was in overdischarge. The cause of the overdischarge was due to not charging. A physician mode recharge (pmr) was performed. The patient noted that it had been about a month since they left felt stimulation or had recharged the device. The patient noticed that she was not able to communicate with the ins about a week prior to the appointment. A power on reset (por) occurred. The por was a success and the device was working. The patient was doing well. About 10 days after the appointment, the patient felt like the stimulation was turning off on its own and going back to ¿setting 1.¿ the patient was charging more than expected. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.